Event description:
It was reported that a malfunction occurred with the pump. There was no adverse impact to the customer's blood glucose level. The customer successfully reset the pump on their own, and technical support instructed them to continue using the pump while advising them to call back if the malfunction occurs again, which the caller acknowledged and understood.